Event description:
Caller reported there are spots on the display of the pump. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).